Event description:
Info received indicates the brake casters rotate to the side when the brake is set and the bed is pushed.

Manufacturer narrative:
The technician replaced for four casters to repair the stretcher.